Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) could not connect or prime on a home choice (hc). The hp stated there was something preventing him from connecting the patient line to the transfer set. The technical service representative (tsr) advised the hp to end the set up and start over with new supplies. The hp stated he was traveling to florida in a couple of days and did not want a shipping kit. The tst assisted with ending therapy and advised the hp to dispose of all the current supplies and start over with all new supplies. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2013 regarding the connection issue. The pdn stated the home patient (hp) did call her regarding this and that she felt there was nothing wrong with the supplies and the hp was able to resume therapy using new supplies on the cycler. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is unavailable. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.